Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was due for annual preventive maintenance and had a broken MRI battery housing. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d4: UDI -(B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged battery holder assembly, hairline crack on the housing, missing airmix knob and input fitting. The customer reported complaint was able to be confirmed. The cause of the issue was found to be an impact to the device. The oxygen input fitting was replaced along with o'rings, damaged battery compartment, MRI battery, retaining screw cap, missing o2 knob with cap, and faulty nrv. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
Additional information received via email. No information as to when did the event occurred. No patient injury and no medical intervention.